Manufacturer narrative:
The insulin pump was received with blank display and had a constant tone due to moisture damage on the electronics assembly also, had moisture damage motor, vibrator, keypad and battery tube assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify external ram crc error, unexpected restart and a2 due to blank display. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called to report two unexpected restart alarms and an external ram crc error alarm. Customer reported that the device gave a constant tone for a while and then had a blank display. The customer's blood glucose reading during the issue was between 170 and 180 mg/dl. The alarm unexpected restart alarm occurred twice without a battery change. Customer declined to troubleshoot for the external ram crc error alarm. Customer stated that the display returned to normal and the tone was gone. Customer was advised that he could continue to wear the insulin pump until a replacement arrived, and to return his device for analysis.